Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance. The lead was explanted and replaced. At explant, a break was observed just below the suture sleeve.

Manufacturer narrative:
Final analysis found that all five wires of the distal coil were fractured at 16 cm from the connector pin.